Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) for investigation. Visual inspection identified that the panel had scratches on the housing. No damage was noted on the internal electrical components. The inspection of the readout of the cp5 panel confirmed the reported event. The unit was connected to a test bench and tested under different conditions, but the failure could not be reproduced. The components and returned device have been stressed under temperature and humidity extreme conditions and no faults were identified. The reported error could be reproduced on the returned device. The root cause is unknown.

Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that the centrifugal pump 5 (cp5) stopped during a procedure and the screen went black. The device turned back on and resumed function shortly after. An error message was displayed. There was no report of patient injury.